Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, stenosis was confirmed when angiography was performed in intrahepatic bile duct. Since a stone was found in b3, the spyscope ds was advanced and it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. A kink/elevator mark was noted near the distal end. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the large knob was articulated in both directions, confirming the complaint. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture. The working channel sleeve still protruded from the pebax. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, stenosis was confirmed when angiography was performed in intrahepatic bile duct. Since a stone was found in, the spyscope ds was advanced and it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event.